Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a lens became dislodged, causing dysphotopsia. The lens was explanted. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been on other complaints reported in the lot number. Additional information was requested 03/14/2008 and 04/03/2008 by fax, mail and phone. A completed questionnaire has not been received.